Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced infusion set adhesive event on (B)(6)2026, as the patient stated that infusion set was ripped off by her dog. The patient replaced infusion set and resumed insulin successfully.